Event description:
It was reported that oversensing was noted about 24 months after the implantation. The lead remains implanted and active.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a stable sensing amplitude around 16 mv between (B)(6) and (B)(6) 2018 with a sudden decrease to 1 mv on the (B)(6) 2018 and a further progression around 1 mv. In the same time period the pacing impedance increased from 500 ohms to >3000 ohms. The coil continuity also increased on the (B)(6) from 500 ohms to >3000 ohms . The provided iegms showed episodes of oversensing resulting from artefacts on the farfield and right ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.